Event description:
End user states that the chairs throttle bar is broken off, that when he goes to turn the device off the chair shoots forward. States the rubber tip has broken off as well, but does not seem to affect the device.